Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt stated that their implantable neurostimulator was turned up so high that it was going up into their back instead of into their stomach and something had gotten dislodged and the pain was so severe.